Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2022, it was reported that while the patient was climbing the ladder, the infusion set's tubing got hooked and got detached from the body at the site connector. The site location was right side of patient's abdomen and the pump was located on the in the left side in relation to the site. The infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing while climbing the ladder. Currently, the patient's blood glucose level was 140 mg/dl. No further information available.